Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had a return of incontinence on (B)(6) 2015. Reprogramming was performed on (B)(6) 2015. The event resolved on (B)(6) 2015. Medical history included idiopathic functional urinary incontinence since 2009. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
(B)(4) was the most appropriate device code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.